Manufacturer narrative:
The gender of the patient is unknown. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Review of lot 15935533 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint.

Manufacturer narrative:
Additional information was received indicating that the surgeon withdrew the device with higher force very slowly. The device was removed intact from the patient. No additional measures were taken to remove the device. Complaint conclusion: during a percutaneous transluminal coronary angioplasty (ptca) of an unknown lesion, it was reported that a 2.75 x 15mm sakura dura star ptca balloon could not re-wrap as expected and withdrew with difficulty. The surgeon tried many ways to withdraw it and was able to withdraw very slowly with a ¿higher force¿. The device was removed intact from the patient. The device was changed to another one to complete the procedure. There was no patient injury reported and the patient is currently noted to be "fine." Target lesion characteristic information is unknown. The device was being used for post-dilatation and had been inflated once. The device had been inserted into the patient one time. There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally (i.e. Maintained negative pressure). There was no resistance/friction noted while inserting the balloon through the rotating hemostatic valve or through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel or crossing the lesion. The catheter was never in an acute bend. The balloon inflated and deflated normally. It maintained pressure during inflation. The maximum inflation pressure is unknown. It is unknown if the device got "stuck" with a stent. The device did not kink during use. One non sterile sakura dura star, 2.75 x 15 was received coiled inside a plastic bag. Balloon was not inflated. No other damages were found. The outer diameter of the balloon was measure and was found within specification. During microscopic analysis pleats marks were observed on the balloon. The device was inserted / withdrawn through guiding catheter 5f (laboratory sample) and no resistance was felt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported ¿balloon-re-wrapping difficulty¿ and ¿ptca system-withdrawal difficulty¿ were not confirmed as the device performed as intended during functional analysis and was found to be within specification. The exact cause could not be conclusively determined. Based on the information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Based on the device history record review and analysis, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.

Event description:
During a percutaneous transluminal coronary angioplasty (ptca) of an unknown lesion, it was reported that a 2.75 x 15mm sakura dura star ptca balloon could not re-wrap as expected and withdrew with difficulty. The surgeon tried many ways to withdraw it. The device was removed intact from the patient. The device was changed to another one to complete the procedure. There was no patient injury reported. The patient is currently "fine." The device will be returned for analysis. The device was being used for post-dilatation and had been inflated once. The device had been inserted into the patient one time. There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally (i.e. Maintained negative pressure). There was no resistance/friction noted while inserting the balloon through the rotating hemostatic valve or through the guide catheter. Target lesion characteristic information is unknown. There was no difficulty advancing the balloon catheter through the vessel or crossing the lesion. The catheter was never in an acute bend. The balloon inflated and deflated normally. It maintained pressure during inflation. The maximum inflation pressure is unknown. It is unknown if the device got "stuck" with a stent. The device did not kink during use.